Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the tray, insert and femoral. The locking mechanism on the insert was fractured. Significant osteolysis in femur. Tray appeared to be undersized. Significant amount of osteolysis was discovered intraoperatively.